Event description:
It was reported that during a hip surgery, a surgeon planned to implant a ssf stem #9. He used a taper reamer for pf9 and a broach for pf9 as per a surgical protocol. However, he could not fully seat the stem into a patient femur due to a tight feeling (about 1cm). Therefore, he implanted a ssf stem #8 instead of it.

Manufacturer narrative:
Visual inspection of the returned device indicated minor scratching and wear marks. Dimensional evaluation of the returned device indicated that it was slightly out of specification. This can be attributed to years of repetitive use. Functional inspection was not performed as the device is not dimensionally within specification. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves the planned use of a size 9 stem. A reamer and broach for a size 9 stem were used. The size 9 stem would not fit and a size 8 stem had to be used. Dimensional inspection of the returned broach indicated that the device is slightly smaller than it should be. This could be caused by the fact that the device was in use for many years. The broach most likely wore down from repeated use.